Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for several patients tested on a cobas integra 400 plus. From the data provided for 4 patient samples, a reportable malfunction was provided for 2 patients. One patient had a reportable malfunction for sodium and chloride while one patient had a reportable malfunction for chloride. Patient 1 initial sodium result was 275 mmol/l with a repeat result of 138 mmol/l. Patient 1 initial chloride result was 82 mmol/l with a repeat result of 99 mmol/l. Patient 2 initial chloride result was 93 mmol/l with a repeat result of 107 mmol/l. Patient 2 is a male. The repeat results for both patients were from a cobas 6000 analyzer and were deemed to be correct. The erroneous results were not reported outside of the laboratory. There was no adverse event. Calibration and qc results prior to the event were acceptable. The sodium and chloride electrode lot information was requested but was not provided. The field engineering specialist found multiple issues with the system fluidics and replaced multiple parts. He successfully initialized the system and ran an ise performance check. Ise calibration and qc testing were acceptable. Following the service visit, there have been no further issues. The investigation was unable to find a definitive root cause.